Event description:
The dentist reported that 1 month after the dental implant was installed in intra-oral region #10, it was verified its non osseointegration. 50 ncm of primary stability was achieved and immediate load was not performed. Patient presented low bone quality (bone type iii).